Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance was in the lumen of the microcatheter. The cause of the resistance was not determined.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs105-5082-145 rev. Aw as found condition: the rebar 27 catheter was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the rebar 27 catheter tip and marker were examined, and no damages were noted. No damages were noted on the catheter body. No voids or flashes were found on the catheter hub. No other anomalies were found. Testing/analysis: the rebar 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint was not confirmed, as no issues were encountered while testing the returned rebar 27 catheter. However, the root cause of the resistance complaint could not be determined. Possible causes include vessel tortuosity, incompatible or damaged devices, and a lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was resistance in the middle of the rebar 27 catheter. There were said to be no patient symptoms or complications associated with the event. It was noted that there was right renal artery bleeding after surgery requiring coil embolization. The patient status was alive with no injury. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for renal artery embolization. The patient's vessel tortuosity was moderate. The access vessel was the right femoral artery, which was 6mm in diameter.